Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Visual examination identified a hole in the rv setscrew seal plug. Next, the defibrillation, pacing, and sensing functions of the device were verified to be operating normally. Review of evidence submitted by the field indicated that the noise on the ventricular channel was consistent with temporary body fluid infiltration through the seal plug, coupled with air escaping the seal plug. Setscrew seal plugs are designed to permit setscrew wrench insertion yet prevent body fluids from entering the header cavities. If an accessory sensing pathway is present due to fluid intrusion, there is a potential for oversensing and, thus, inhibition of pacing or delivery of inappropriate therapy.

Event description:
This report is being filed to provide results of the product investigation.

Manufacturer narrative:
The device has been returned for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that during the attempted implant of this cardiac resynchronization therapy defibrillator (crt-d), noise, oversensing, and pacing inhibition with pauses of one to two seconds were observed on the right ventricular (rv) channel. It was initially suspected to be a lead issue; however, when a different lead was used, the same issues were observed. The physician concluded it was due to a device issue, so a new device was implanted. No adverse patient effects were reported.